Event description:
Family member reports that the MFR has been contacted regarding the purchase of their "unsealed" product. Reporter states that when attempting to use the inhaler, it leaked at the top and didn't deliver inhalant. When the product was returned to the pharmacy for replacement they stated that they couldn't replace it, because it had to be over a month. The package came unsealed, which the reporter thought was odd. She has contacted the MFR and has been transferred from office to office to approx '3' different people, finally speaking to someone in quality control, who stated there was nothing they could do. Therefore, she felt the need to file this report. Her spouse, who is the pt being referred in this report has an appointment with the prescribing physician tommorrow. Meanwhile, her husband has gone without his medication.